Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the 71-year-old male patient was on impella cp support pre-percutaneous coronary intervention (pci). Prior to being admitted, the patient had coded and was shocked multiple times prior to hospital arrival. While on support, labs hemolyzed. It is unclear whether hemolysis resolved. Doctor reported that it was a difficult placement and after multiple attempts to place mid-cavity decided to leave as is in the papillary muscle. No heparin drip was started due to ongoing blood coming from endotracheal tube (ett) tube. The patient was made do not resituate and family withdrew care. Patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.

Manufacturer narrative:
The investigation of hemolysis, positioning issues, and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. The root cause of the hemolysis was most likely improper positioning of the device. The root cause of the positioning issues was most likely use related. The root cause of the vascular damage was not determined since insufficient clinical detail was provided. Instructions for use: section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-18002. E4 should have been left blank. H6 2993 was reported incorrectly. H10 incomplete instructions for use.